Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the new transducer protector is producing pressure and allowing air into the circuit. This is causing complications in the patient¿s treatment. The staff is changing out the transducer protector to the old style. Upon follow up, it was confirmed that there was no patient injury or medical intervention required as a result of this event. There are no samples or companion sample. Additional information requested but to date has not been obtained.